Event description:
In 2008- a morbidly obese male pt was admitted for treatment of hypoxia and chest pain. On nine days later - a shiley dct size 8 regular length tracheostomy tube was surgically inserted. On three days later - after turning the pt for routine cleaning, there was an apparent internal dislodgement of the tracheostomy tube, hypoventilation occurred, and the pt died within a couple of mins, despite immediate resuscitation efforts. The apparent internal dislodgement was not externally visibly detectable, and the ventilator alarm is what triggered staff awareness of the pt's hypoventilation.